Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After engaging the lesion with a non-boston scientific guide catheter and crossing with an unknown wire, an unknown 2mm balloon was used to perform pre-dilatation. A 38x2.50mm promus premier select drug-eluting stent was advanced for treatment. However, while attempting to cross the lesion, the hypotube broke approximately 15-20cm from the hub. The physician removed the device and the procedure was completed with a 2.50x38mm promus select drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by manufacturer: a promus select ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break at approx. 22.5 cm distal to the strain relief and multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After engaging the lesion with a non-boston scientific guide catheter and crossing with an unknown wire, an unknown 2mm balloon was used to perform pre-dilatation. A 38x2.50mm promus premier select drug-eluting stent was advanced for treatment. However, while attempting to cross the lesion, the hypotube broke approximately 15-20cm from the hub. The physician removed the device and the procedure was completed with a 2.50x38mm promus select drug-eluting stent. No patient complications were reported.